Event description:
Dealer states that the left frame came apart at the weld on the rear of the chair where the lower horizontal piece is welded to the back canes. Dealer stated no injuries.

Manufacturer narrative:
.